Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges to have an enlarged heart and artery due to not getting enough oxygen; nasal/throat irritation or soreness. The patient reported machine blows cold water into nose and into lungs; device will not turn on/device not functioning. There is no report of medical intervention being required. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges to have an enlarged heart and artery due to not getting enough oxygen; nasal/throat irritation or soreness. The patient reported machine blows cold water into nose and into lungs; device will not turn on/device not functioning. There is no report of medical intervention being required. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of a sticky congealed contaminant on the back side of the top enclosure and on the rear panel, a contaminant was present around the iso port of the rear panel, a dark contaminant was present on the sd card flip door, front panel to have a hair-like particle attached to it, a dark, unknown contaminant on the top enclosure, front panel, rear enclosure, iso port o-ring of the rear enclosure, and on the bottom enclosure, a contaminant, a dust-contaminant, and hair-like particles on bottom enclosure, a keratin-like substance on the blower box outlet and on the blower seal, a contaminant was present on the blower box. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of a contaminant on the rear side of it, a contaminant was present on the flip lid latch, a hair-like particle on the water tank along with a contaminant consistent with mineral deposits from liquid ingress, a yellow-like discoloration, hair-like particles on it, and an unknown dust contaminant on flip lid seal, a contaminant on the flip lid, a contaminant on water tank, a string-like foreign particle on bottom enclosure, a dust contaminant and a pink-like contaminant on the bottom enclosure, dust contaminant on the dry box seal, a hair-like particle and dust contaminant on the dry box, a dust contaminant and a hair-like particle on the back panel, a brown-like sticky contaminant on the bottom cover and bottom enclosure near the heater plate, dust contaminant as well as a dried contaminant consistent with mineral deposits from liquid ingress on the heater plate. The device's downloaded event log was reviewed by the manufacturer and found 2 instances of error e-83. The manufacturer concludes there was evidence of multiple contamination from the device as well as on the humidifier. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. After further review, the manufacturer confirmed that the previously submitted report was incorrectly filed as adverse event which should have been filed as product problem only. There was no report of serious patient harm or injury. Section b1, b2, d9, d10, g3, h1 and h6 has been updated in this report.